Event description:
It was reported an automated peritoneal dialysis patient experienced fluid retention, numbness in the left leg, high blood pressure, lower limb edema, and a distended "belly" during an unknown process step of therapy. It was not reported if the patient was connected to the homechoice claria device at the time of the events. The patient presented to the doctor; however, was not hospitalized for the events. Treatment for the events was not reported. Pd therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A sample analysis was performed and the device was found to meet specifications for the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition could not be determined. Based on additional information received, homechoice claria was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.